Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause since the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had a b30 communication error. The error occurred because of a defect with the endoscope. The endoscope was sent in for repair. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned as the customer reported the video system center would not be returned, and there was no further information available. A supplemental report will be submitted if any additional information is provided by the user facility.